Event description:
It was reported that the pump was being replaced for normal battery depletion, and the plans were to replace the pump only. During the procedure, as the healthcare provider (hcp) was dissecting the lead and explanting the pump, the catheter was broken or cut. The hcp reportedly ended up reaching bowel tissue/bowel was showing through the facial wall; therefore, the case was aborted, the hcp called a surgeon to ¿fix¿ the issue, and a partial catheter was left in the patient after being clamped off. The hcp may move the pocket site, but they decided not to replace the pump or revise the catheter at that time, and to heal the wound before replacing. There was no alleged product issue, and no actions or diagnostics required. The patient status was alive no injury. The pump system was being used to infuse lioresal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter.

Manufacturer narrative:
(B)(4).